Event description:
It was reported that within a week of implant, the right ventricular (rv) lead exhibited a drastic increase in thresholds, as well as a loss of capture. A perforation was suspected, and subsequently, the lead was capped and replaced. Prior to the replacement procedure, both an x-ray and CT scan were performed, and no anomalies were observed with regards to the lead. However, a pericardial effusion was observed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).